Event description:
The new sheath is very difficult to use. No item was returned to datascope for evaluation. (Event complications: unknown- reported 6/5/97.) (Pt's current status: unk- rpt'd 6/5/97.)

Manufacturer narrative:
Evaluation: the product was not returned or released to datascope for evaluation.